Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the feature on the cardiac resynchronization therapy defibrillator (crt-d) that monitors pacing threshold measurements on the left ventricular (lv) lead showed inaccurate values as compared to manual measurements. Reprogramming was done and the device remains in use. No patient complications have been reported as a result of this event.